Event description:
Medtronic received information, that this st. Jude medical trifecta valve was implanted. And due to the valve's high profile, coronary obstruction occurred. The valve was explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).